Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-sep-2025 the user's caregiver reported that the user experienced hyperglycemia with a peak blood glucose (bg) of 371 mg/dl after lunch. The user was using a steel 6mm contact detach infusion set. The agent instructed the caregiver to disconnect and discard the old infusion set, connect a new set, fill the tubing until drops were observed, and complete a fill cannula. The caregiver confirmed insulin delivery resumed successfully, and bg began to decline (334 mg/dl at time of call). Follow-up the next morning confirmed that bg levels had normalized by the end of the day on (B)(6) 2025. No external assistance or medical intervention occurred.